Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had laid down because she was not feeling well, then she was non-responsive and turned out to have a massive infection. The patient was in the hospital for 2 weeks before they removed the pump and said "it wasn't safe to keep in." The patient did not confirm the location, but potentially indicated the pump site. The event date was unknown; the patient believed the pump was removed sometime in (B)(6) 2018. The patient declined having a new pump placed, saying her pump could not handle it. There were no further complications reported at this time.